Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave over-sensing. No intervention was performed. Patient condition was unknown. Patient condition information was requested but not received.

Event description:
New information received notes that the programming changes were made. Patient condition was stable. Later, the patient presented in clinic for follow-up. Upon interrogation, it was found that post-paced t-wave over-sensing had re-occurred on the implantable cardioverter defibrillator (ICD). No intervention was made. Patient condition was stable.